Event description:
(B)(4).

Event description:
It was reported that the manufacturer representative (rep) wanted to review lead configuration for a lead attached to 2 extensions. The patient had their implantable neurostimulator (ins) replaced on (B)(6) 2015. This was noted to be an expected replacement. It was noted that there were no x-rays or history of the patient prior to the replacement. It was believed that, for the ins explanted, the lead was listed as a 2x8 and impedance values were all checked prior to replacement and all were within normal range. The lead registered to the patient was a 2x4. After replacement, the rep checked impedances and saw greater than 10000 ohms. No short circuit values were reported. Stimulation was noted to help from the patient¿s neck all the way down to her feet. No x-rays had been taken and the implanted system was done so long ago that they didn¿t know all the system components. Proper lead configuration was reviewed. The rep wondered if the wrong configuration was selected. The patient was noted to be doing fine and getting good coverage. The rep was going to meet with the patient in 2-3 weeks. Follow-up was performed to determine if the cause of the impedance issue was determined, if it was device related, if any lead fractures were noted, if any troubleshooting had occurred, and if the patient was still receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0555593v, implanted: (B)(6) 2006, product type: lead. (B)(4).